Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the image quality from the imaging system was not ideal. The representative reported that there were artifacts in the image acquisitions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that calibrations were performed on the imaging system. The imaging system then passed the system checkout and was found to be fully functional.